Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited several false ams episodes due to noise. No intervention was performed. The patient was in stable condition.